Manufacturer narrative:
(B)(4). The customer reported "failure." The philips field service engineer (fse) clarified that the device failed a self test. The device could not complete shock test due to a paddle problem where there was no response when pressing the shock button on paddle. The customer reported "failure." The philips field service engineer (fse) clarified that the device failed a self test. The device could not complete shock test due to a paddle problem where there was no response when pressing the shock button on paddle. The fse reported that the stated test passed when run with another paddle set or with the test load. The fse found the cause of this failure to have been the paddle set. This was a report of a user initiated testing problem; there was no patient involvement. This was a paddle set malfunction.

Event description:
The customer reported "failure." The philips field service engineer (fse) clarified that the device failed a self test.